Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Exemption number e2019001.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the mid left anterior descending (lad) artery. A xience stent was deployed. A 3.50x12mm nc trek balloon catheter was used for post dilatation. Resistance was met during advancement to the lesion and the balloon ruptured during the first inflation at 8 atmospheres (atm). The balloon was removed with resistance noted. Another balloon was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.